Manufacturer narrative:
Block b3 (date of event): date of event was approximated to (B)(6)2023 as no event date was reported. Block d4, h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Block h6 (device codes): device code a051201 captures the reportable event of peg tube dislodged or dislocated. Block h10: an endovive securi-t replacement bolster was returned. Visual analysis revealed that the internal bolster was detached and was not returned. In addition, there are traces of adhesion in the distal end of the tube. Media inspection showed the internal bolster detached and has remnants of use. Therefore, the reported complaint is confirmed. Based on the condition of the returned device, engineers determined that the problem observed could be related to the manipulation or anatomical conditions of the patient could have contributed to the separation of the bolster causing the dislocation of the feeding tube. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on event which led to the reported event.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy replacement procedure. The procedure date is unknown. Post procedure, during the removal procedure, the internal bolster was dislodged. The procedure was completed with a different device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(Date of event): date of event was approximated to 01/01/2023 as no event date was reported. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. Device code a051201 captures the reportable event of peg tube dislodged or dislocated.

Event description:
It was reported to boston scientific corporation that an endovive securi-t replacement bolster was used during a gastrostomy replacement procedure. The procedure date is unknown. Post procedure, during the removal procedure, the internal bolster was dislodged. The procedure was completed with a different device. There were no patient complications reported as a result of this event.